Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported bladder stimulator was "not working." The patient had received help previously, but when programming it at the time of the report, it was "not working again." No further information was provided. Additional information was unable to be obtained at the time of this report.